Manufacturer narrative:
A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the touchscreen was inaccurate. There was no patient involvement. The date of event was not provided, therefore the date has been estimated.

Manufacturer narrative:
Report date: 23oct2018. Date received by manufacturer: 16aug2018. Corrected UDI; international UDI: (B)(4). Philip's field service engineer (fse) replaced the user interface assembly to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.